Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pelvic pain ("chronic pelvic pain / increasingly severe pain") and device dislocation ("essure coils could not be visualized on CT scan") in a (B)(6) -year-old female patient who had essure (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced this combination of symptoms while not on birth control, and she had no problem with going about her daily life. Concurrent conditions included general anesthesia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 6 years 10 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), depression ("depression"), fatigue ("chronic fatigue"), amnesia ("memory loss"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes"), dizziness ("dizziness during her menstrual cycle"), migraine ("migraine headaches") and dysgeusia ("metal taste in the mouth"). The patient was treated with surgery (robotic assisted total hysterectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device dislocation, menorrhagia, fatigue, amnesia, abnormal weight gain, rash, dizziness, migraine and dysgeusia had resolved and the pelvic pain, pelvic discomfort, abdominal distension, depression, back pain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, back pain, depression, device dislocation, dizziness, dysgeusia, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: essure coils could not be visualized hysterosalpingogram - in (B)(6) 2009: coils were properly placed, bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-apr-2018: essure lot number 636098 and removal date was added; dizziness during her menstrual cycle, migraine headaches, metal taste in the mouth and essure coils could not be visualized on CT scan were added as event; new lab data added; events outcome was changed to resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device dislocation ("essure coils could not be visualized on CT scan") and pelvic pain ("chronic pelvic pain / increasingly severe pain") in a 32-year-old female patient who had essure (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced this combination of symptoms while not on birth control, and she had no problem with going about her daily life. Concurrent conditions included general anesthesia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 6 years 10 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), depression ("depression"), fatigue ("chronic fatigue"), amnesia ("memory loss"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes"), dizziness ("dizziness during her menstrual cycle"), migraine ("migraine headaches") and dysgeusia ("metal taste in the mouth"). The patient was treated with surgery (robotic assisted total hysterectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device dislocation, menorrhagia, fatigue, amnesia, abnormal weight gain, rash, dizziness, migraine and dysgeusia had resolved and the pelvic pain, pelvic discomfort, abdominal distension, depression, back pain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, back pain, depression, device dislocation, dizziness, dysgeusia, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: essure coils could not be visualized. Hysterosalpingogram - in (B)(6) 2009: coils were properly placed, bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.